Manufacturer narrative:
Following explant, the device was returned. Data review confirmed an implant duration of 183.5 months. Due to exceeding the recommended longevity by 111.5 months, the product exhibited no telemetry or outputs, as expected. Microscopic inspection noted a small amount of medical adhesive on the proximal connector springs in the ventricular lead barrel, which was the likely contributor to the reported clinical allegation. No further testing performed due to the depleted battery and limited field information.

Event description:
Boston scientific (formally cpi), received information that this device exhibited no pacing in the ventricle when programmed in a bipolar mode. The device was reprogrammed to a unipolar mode with 100 percent pacing confirmed and remained implanted. Investigation revealed an incorrect lead insertion at discharge. Subsequently, the device was explanted for unknown reason and returned for post market evaluation in the absence of additional product allegations pertaining to function or longevity.